Event description:
It was reported to target that after repositioning the coil 3 or 4 times, 3-4 loops of the coil got jammed in the aneurysm. The coil would not move forward or backward. The physician decided to stretch the coil until it broke, after the coil was stretched and broke, everyting was removed from the body. A follow-up angio showed that the aneurysm was filled. There was no consequence to the pt's health from this event.